Manufacturer narrative:
(B)(4) voluntary MDR/medwatch report number mw5172667. Diabetes mellitus is a known cause of hyperglycemia, seizure and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. This is 1 of 12 allegations of unspecified malfunction which resulted in an adverse event. Please see the following related complaint records: (B)(4) (initial case) (B)(4).

Event description:
A voluntary MDR/medwatch report was received on 07/29/2025. The date of the event is an approximation. It was reported that an unspecified malfunction occurred. The date of the event is an approximation. This case is 8 of 12 allegations involving unknown patients who reportedly experienced hyperglycemic episodes. According to a report received via maude, the original submitter stated that he received a letter from a pharmacy indicating that twelve individuals had experienced similar adverse events including seizures, vomiting, loss of consciousness, and unspecified hyperglycemic episodes potentially linked to the dexcom g7 receiver. No additional details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.